Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm (indicating air in the set) on the homechoice unit during dwell 4 of 5. The patient was connected at the time of the alarm. The unused line clamp was left open. The patient was referred to the nurse. Proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010, who stated there was no patient injury or medical intervention associated with the incident. The pd rn stated the patient knows the proper procedures and the incident has not re-occurred since. This complaint for a system error 2240 (air in set) occurred during dwell 4 of 5 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).